Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 around 7:30 am, the patient was sleeping on his chair in front of his computer while sitting. His wife called him asking for help pushing his mother in law's wheelchair into the bathroom. While the patient was pushing the wheelchair, his wife noticed that he was leaning against the wall. After his wife cleaned her mother and when she turned, she noticed that the patient's body was shaking. His wife let him sit on the stairs, against the wall. At that time the cgm reading was 59 mg/dl. During this time, they were not able to do fingerstick to compare the readings. The patient was losing consciousness so his wife decided to treat him with 2 glucose tablets and called 911. At some point the patient lost consciousness. While inside the ambulance, emergency personnel did a fingerstick and the blood glucose was 29 mg/dl. While inside the ambulance, the patient was treated with IV dextrose. They checked the fingerstick again and, it was 38 mg/dl but the cgm readings remained at 59 mg/dl and it did not change. The patient was taken to the hospital and he was in the emergency room, they continued to monitor his blood glucose by doing fingerstick and it was 43mg/dl and still 59mg/dl on the dexcom receiver. They treated him with IV glucose 50 ml around 9:43 am and waited a few hours and until the patient's blood glucose became stable. When they checked his finger stick again, it was at 182 mg/dl but on the dexcom it still remained at 59 mg/dl. The patient was discharged at 2:00 pm the same day. Before the patient was discharged, they did another fingerstick and the bgm value was stabilized at 189 mg/dl but on the dexcom it was still 59 mg/dl. At the time of the report the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because there were no calibration attempts to review. No additional patient or event information is available.